Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering during bolus delivery. Customer changed infusion set three times but the problem persists. Customer stated that after breakfast bolus, blood glucose was increased until 250 mg/dl. No air bubbles in site and reservoir. No bent cannula. High pressure test passed. Displacement test passed. During 5 unit filling cannula insulin did not exits, without any alarm. Infusion set and reservoir were changed during call but the problem persisted. Only one drop exited. Customer did not trust the insulin pump. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.